Manufacturer narrative:
This issue relates to the 7-8 years old defective power supply unit (psus) of digora optime / scan exam scanners. FDA is aware of the field action and it is covered in recalls z-0839-2020 - z-0842-2020. This is the first report we have received of a user in the united states experiencing this malfunction. This customer had received 3 notifications regarding the field action sent to the dental practice on 08/25/2020, 09/30/2021 and 11/5/2021 and had not yet ordered a replacement psu. The device is being replaced.

Event description:
Dental imaging plate scanner device's power supply unit has had a short circuit. Dentist states that there was not a fire but more so the power supply shorting and melting to the inside of the unit. User says no patient was involved, no injury to personnel or property damage occurred. Device is now not functional.

Manufacturer narrative:
This issue relates to the 7-8 years old defective power supply unit (psus) of digora optime / scan exam scanners. FDA is aware of the field action and it is covered in recalls z-0839-2020 - z-0842-2020. This is the first report we have received of a user in the united states experiencing this malfunction. This customer had received 3 notifications regarding the field action sent to the dental practice on 08/25/2020, 09/30/2021 and 11/5/2021 and had not yet ordered a replacement psu. The device is being replaced.

Event description:
Dental imaging plate scanner device's power supply unit has had a short circuit. Dentist states that there was not a fire but more so the power supply shorting and melting to the inside of the unit. User says no patient was involved, no injury to personnel or property damage occurred. Device is now not functional.